Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Images received from field appeared to show proximal disc deployed bulbous in shape. Based on the information received, the cause of the reported device deformity could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for a procedure using an 8f amplatzer talisman delivery sheath. During procedure, it was noted that the device had a defective shape. The occluder was not released, got recaptured and discarded. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.